Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly due to prime anomaly. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Leading to the alarm, customer was wearing the insulin pump in her bra, with buttons facing away from skin. She attempted to deliver a bolus and buttons were getting stuck. Customer's blood glucose was 465 mg/dl, which customer treated with manual injection. Troubleshooting for high blood glucose was declined. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.